Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on (B)(6) 2024. Blood glucose levels were high at the time of event. Event occurred after 48 hours of insertion. The patient took correction bolus via pump to address the event. Patient changed supplies as necessary and resumed insulin therapy. No further information available.